Event description:
It was reported that there was an alert seen on remote transmission for high impedance on the atrial lead and also the left ventricular (lv) lead tip to coil impedance was out of range. The alerts were cleared. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 439678 implantable pacing lead, (B)(6) 2011; 6935 implantable tachy lead, (B)(6) 2011; d274trk implantable cardioverter defibrillator, (B)(6) 2011. (B)(4).